Event description:
It was reported that approximately 20 months post implant of a bifurcated device and an infrarenal aortic extension, the patient was seen for a routine follow-up visit. An ultrasound was performed on the patient and it indicated that the patient had a slight endoleak. The physician ordered a computed tomography scan which indicated the patient's aneurysm sac was filling at the origin of the overlap between the bifurcated main body and aortic extension. The physician elected to correct the endoleak by implanting another infrarenal extension to bridge the overlap and ballooned with a competitor balloon, which corrected the endoleak. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan; the pre implant angiogram provided limited information. The patient's large body habitus affected the image quality of the angiograms, which decreased the sensitivity of this assessment. The patient's medical history might have contributed to this event in the form of disease progression. Twenty months post implant there was evidence to support an endoleak. However, there was adequate overlap and the extravasation involved anterior areas distal to inferior margin of the aortic cuff; a type iiia endoleak was not a likely diagnosis. A type iiib endoleak could not be ruled out. There were two subsequent events involving this endoleak: a diagnostic angiogram and ten days later, an infrarenal bridge stent was placed that extended 2 mm superior to the bifurcation. There was evidence to support an unknown endoleak. The final patient disposition could not be established due to lack of information, however, it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined with available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.